Manufacturer narrative:
Nox medical is a repackager of the nonin 3150 pulse oximeter, that is included in the nox t3 system. The legal manufacturer of the finished device is nonin medical inc. That has been notified of the reported event. The suspected device will be sent directly from (B)(4) (the importer and distributor) to nonin medical (the finished device legal manufacturer) for further evaluation. Nox medical has evaluated the information related to this reported event and came to the conclusion that the incident is not related to the repackaging of the nonin 3150 pulse oximeter performed by nox medical. Any further reports will come from nonin medical inc. The finished device legal manufacturer).

Event description:
During a home sleep test while the patient was wearing the nonin pulse oximeter unit, the batteries apparently leaked battery acid out of the battery compartment onto the patient skin. This white corrosive substance burned approximately a quarter coin size burn on the patient resulting in the patient´s skin peeling off from the burn. The patient did not notice the issue until he woke up. He stated that he felt a tingling irritation on his wrist. When he removed the nonin puls oximeter, there was a white substance on his wrist and leakage coming out of the battery compartment door. The patient does not recall any moisture occurring to the unit (washing hands, etc.)